Event description:
This complaint was reported by a customer from UK. A delivery issue was reported. Low harm was reported without further information. No medical intervention was reported.

Manufacturer narrative:
The following tests and inspections were performed by eitan medical: investigation type: eitan medical investigated the pump's event log. Investigation findings: no irregularities were observed during the treatment. The accuracy of the device cannot be determined solely by the event log. Conclusion: the accuracy of the device cannot be determined solely by the event log. Eitan medical has requested the pump to be received for investigation. When received, the pump will be tested, and the test results will be presented in a follow up report. This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k192860.